Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) - failure (event) observed during analysis. Final analysis found rf telemetry was intermittent. The pulse generator was cut open and visually inspected. Cracks were noted on both of the rf module crystal solder joints.